Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the pressure-indicated drop in digit occurred due to a failure in the front panel. The cause of the faulty front panel could not be identified. It was also found during the evaluation that the front-panel (seat switch light emitting device (led) of the abdominal pressure gauge (digitized number) did not work. This event occurred due to a failure in the front panel. The cause of the faulty front panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit experienced a digital display malfunction during reprocessing. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A front panel component failure was discovered and caused the reported event. If additional information becomes available following the device evaluation, a supplemental report will be filed.